Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It was reported to vyaire medical that the 29028-004 description boxed patient circuit assy, 3100a, 850l is extremely pliable and bend which has implications with flow on the oscillator and often stops the oscillator. Lung de-recruitment occurred as an intervention, circuit was replaced with the new one to enable oscillation to continue.

Event description:
It was reported to vyaire medical that the 29028-004 description boxed patient circuit assy, 3100a, 850l is extremely pliable and bend which has implications with flow on the oscillator and often stops the oscillator. Lung de-recruitment occurred as an intervention, circuit was replaced with the new one to enable oscillation to continue.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.